Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the ria driveshaft l520 (part # 314.743 lot # h730295) was received at us customer quality (cq) with the distal tip of the device broken. The broken tip is jagged and fragmented. No other issues were identified. This is consistent with the reported complaint condition, thus confirming the complaint. Device failure/defect identified? Yes; distal tip is broken . Dimensional inspection: specified dimensions: inner diameter = 3.76 mm +/- .05 mm. Outer diameter = 5.18 mm +/- .025mm. Measured dimensions: inner diameter [drive shaft] = 3.80mm; conforming outer diameter [drive shaft] = 5.188mm; conforming. Device(s) used: ca148p om147. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the ria driveshaft l520 (part # 314.743 lot # h730295) the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the ria drive shaft l520, tip is broke off. Patient status is unknown, this report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).